Manufacturer narrative:
(B)(4). (B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device gear was broken. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was observed that the air reamer device had a broken gear. It was further determined that the device failed the following pre-tests: check for free movement, check for immediately stop, check for excessive noise, check for air leak and check power with test stand, min. 190 to 260 watt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.